Event description:
The customer reported that a patient experienced a cardiac arrest, however, no red alarms sounded.

Manufacturer narrative:
The customer reported that a patient experienced a cardiac arrest; however, no red alarms sounded. There was a resuscitation and after resuscitation, the patient was reanimated and transferred to ICU. The initial information from the customer indicated that the patient's skin was sweaty and that clinicians were not sure whether there was a technical inop at the time of the event for this pt. Philips is in the process of obtaining additional information regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).